Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. : batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what type of procedure was the device used in? Device was used in a colon ca surgery. Where within the gap setting scale was the orange indicator prior to firing? Device was fired while orange indicator was in the scale. What confirmation was received that the device was fully fired? Device did make the cutting process but did not fire. Did the device staple? No, device did not staple. Were there staples missing from the staple line? Device did not make any staple. What was the shape of the staples (b-formation, irregular, legs straight)? Device did not make any staple. Did the device cut? Yes. Was the cut line fully circumferential around the target tissue? Yes. If the device fully cut, were all tissue layers present in both donuts when inspected? Yes. Who fired the device? Device did not fire. What was the user's experience with the device? Yes, the users are experienced. Please provide any details available about the patient's tissue integrity being degenerated. Tissue integrity couldn't restore, because device did the cutting process however did not make closing process. How much blood was lost (ml)? Hospital did not give any information. Did the patient require a blood transfusion? Hospital did not give any information. If yes, how many units were given? Hospital did not give any information. Was there any change to the patient's post-op care? Closing process was continued with another device. Patient's post-op care was not followed. The patient's post-op care was not followed because there weren't any complications. Hospital stay of the patient was not extended. What is the patient's current status? Patient has been discharged.

Event description:
It was reported that during an unknown procedure, the product could not perform closing on the patient tissue. Tissue integrity was degenerated. There was also bleeding. A competitor device was used to complete the procedure.